Event description:
It was reported that during an veterinary surgery on an unknown date suture was used. While pulling through the tissue, the needle detached from the suture. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.